Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012654772); product type: 0195-heart valves; implant date: non-implantable device other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012631055); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using a 29mm evolut fx+ valve in a patient with a baseline tri fascicular block, a right ventricle lead temporary pacemaker was inserted initially. The patient's left main coronary artery was treated for a known lesion by balloon angioplasty and coronary stenting. During the first deployment attempt of the evolut valve, significant parallax made it difficult to judge the implantation depth, leading to the valve being recaptured. The second attempt had the same result, prompting the implanting team to adjust the fluoroscopic angle. The third deployment achieved an implantation depth of approximately 4-5mm below the annulus, which was accepted, and the valve was fully deployed. There was no paravalvular leak, aortic regurgitation, or gradient; however, complete heart block was observed. The procedure concluded with the temporary pacemaker left in place, and a permanent pacemaker implantation was scheduled.